Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that the patient with this device passed away: the cause of death remains unknown. The device has been explanted and is expected to be returned for analysis. The field representative reported that a product malfunction may have occurred; however, no further information provided at this time regarding the type of malfunction. The family is requesting analysis to ensure no product involvement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed; no faults or resets observed. The device had not triggered a replacement indicator while implanted; confirming sufficient battery capacity. Device memory from the date of death was also reviewed. Engineers noted the patient had been in atrial fibrillation for several months prior to the date of death. The patient's two final episodes were reviewed in further detail. Episode v9 on (B)(6) at 04:26, confirmed appropriate function of the ICD with 2 x atp and 1 effective shock at 41j. However, the patient returned to vf in the final episode v10; recorded at 04:28. During this episode, the device delivered multiple bursts of atp which failed to convert; followed by shock therapy until therapy exhausted (per normal operation). The episode review of v10, confirmed the shocks were successful in converting the rhythm, but the patient continued back into vf before the episode was declared over. The patient has an underlying pathology leading to recurrent vf with a cause that is not treatable with a device. The device has been archived as meeting specifications. Functional and data, laboratory analysis concluded this device was not a contributing factor in the patient's death.

Event description:
--